Event description:
It was reported by customer during routine check that cardiosave intra-aortic balloon pump (iabp) has low vacuum. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: (B)(6).

Manufacturer narrative:
Corrected field : h6 ( medical device ¿ problem code). Updated field : b4 , g3 , g6 , h2 , h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e2, e3, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) checked and observed all manifold test did not passed. Pneumatic module portion of the test failed. Able to verify that the unit did have issues with autofilling in the clinical application. The unit would alarm low vacuum and timeout during the autofill phase and alarm. The augmentation waveform would not indicate a proper vacuum purge. There was a noticeable unusual mechanical clicking noise coming from the drive manifold. Performed all manifold test. The drive manifold portion of the test work consistently fail. Also, the patient interface module test would fail. The fill manifold test would pass, not affected. As, an additional troubleshooting step, tried replacing the compressor and pim module. However, the two changes did not correct the pressure/vacuum and unusual mechanical clicking noise. Replaced the drive manifold assembly (d104-00-0031). Verified that issue was resolved. The mechanical switching of k7 and k8 valves sound normal. All portions of the ¿all manifold test¿ would pass consistently. Verified unit calibrated and passed all functional test. Safety test complete per manufacturer specifications. Returned unit to customer.